Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but could not be further specified. There was an observation of some type of blockage during the cleaning process, where the cleaning brush will not pass through the suction channel properly. It took a few times and then a click before being able to pass through the suction channel to continue with reprocessing cleaning. Restrictions were found at the light guide tube side and also found deep dents and scratches around suction cylinder. A further cause of these blockages/obstructions could not be further presumed. The suggested event is detectable by handling the device in accordance with the following instructions for use (IFU): -the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus. It is suggested that the user facility review the method of device handling according to the IFU. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a defect on the suction cylinder. The cleaning brush was unable to be inserted smoothly through the suction channel and there was a blockage during cleaning. The issue was found during reprocessing. It took a few attempts and a click to continue reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found restriction at light guide tube side, a picture was unable to be taken in the channel, there were minor surface scratches, peeling and discoloration at the insertion tube side, and deep dents and scratches on the suction cylinder. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.